Event description:
Customer reported that the buttons on the insulin pump were not responding and the numbers on the screen started scrolling when trying to deliver a bolus. Blood glucose value is 114 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.